Event description:
A customer contacted beckman coulter inc. (Bci) in regards to hydropneumatic compartment leak. No injury was reported for this event.

Manufacturer narrative:
A bci field service engineer (fse) found wash concentrate solution spilled in the hydropneumatic drawer. Fse replaced the wash concentrate float switch and valves v12 and v14.